Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received via phone call. The insulin pump passed the high pressure and displacement tests. No damage to the drive support cap was noted. No physical damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer will not be returning the device for analysis.